Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected for any abnormalities and the following was observed: the crimped valve had one (1) strut that was bent at the inflow side. Post expansion, the valve frame was canted. A bent strut was corrected after expansion. Leaflets wrinkled, dehydrated and torn due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through returned product evaluation and provided imagery. An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment (pra) is also captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. Per imagery review right access vessel had undersized vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, ''during insertion of the first 23mm commander delivery system/valve into the esheath, high push for was met a couple of cm into the blue portion. The esheath was repositioned and the valve/ds was able to be advanced with no issue. After alignment was performed and a different angle was taken it was noticed that the valve frame was bent.'' The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factor (undersized vessel) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. No corrective or preventative actions are required at this time . Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11406.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between a 23mm sapien 3 ultra valve/delivery system and the 14fr esheath+. The valve strut was bent and a vascular dissection occurred. As reported, during insertion of the first 23mm commander delivery system/valve into the esheath+, high push for was met a couple of centimeters into the blue portion. The esheath was repositioned and the valve/ds was able to be advanced with no issue. After alignment was performed and a different angle was taken it was noticed that the valve frame was bent. The team elected to try and bring the system back into the esheath. The team did not note additional resistance getting the system and valve into the sheath and/or getting everything out of the patient. The valve/ds was brought into the esheath and everything was removed. Upon removal, damage was noted on the esheath/ds. Another 14 esheath+ was inserted and the 23mm valve/ds was advanced without issue and implanted. After esheath removal, imaging was performed and a dissection in the distal right common iliac and right common femoral artery was noted. A vascular surgery was performed, endovascular and open repair. The patient was stable throughout the procedure.